Event description:
The small clip applier was dispensing the clip out of the sides instead of straight out. Per site, the manufacturing analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.